Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of crack in the adhesive on the insertion section was not confirmed. The device evaluation found the reportable malfunction identified in b5, foreign material found; on the plastic distal end cover, on the nozzle, on adhesive on bending section cover, and on connecting tube. Additional non-reportable findings found during evaluation were: water tightness was lost due to deformation of scope cover, switch 2 had a cut, control unit was shaved, plug unit had a scratch, label on suction connector was damaged, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, and universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a crack in the adhesive on the insertion section. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found; on the plastic distal end cover, on the nozzle, on adhesive on bending section cover, and on connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that the returned device found foreign material during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.